Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, the insulin pump had slight moisture damage on keypad traces. No button error alarms noted. The insulin pump was received with cracked case at reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 205 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm apart from the insulin pump pressing against her. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.